Manufacturer narrative:
Additional information : lot # 18g19t050. The actual device was received for evaluation. A visual inspection was performed on the returned unit and no issues were noted. Functional testing was also performed and it was found that the set performed according to device specifications. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol IV solution administration set was leaking from an unspecified location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.